Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a low monitoring voltage in the package. The device was not implanted, but will be returned to guidant to be analyzed for premature battery depletion.